Event description:
This case was reported by a consumer and described the occurrence of pneumonia in a female patient who used poligrip (super poligrip extra care with poliseal) for loose dentures. The consumer contacted the manufacturer regarding questions about the product ingredients. A physician or other health care professional has not verified this report. The patient's past medical history included bilateral knee replacement and pneumonia. Concurrent medical conditions included dental problems, allergies, asthma and osteoarthritis. Co-suspect medication included fixodent (exact timeframe of use unknown). Concurrent medications included super poligrip original denture adhesive cream, allegra d, zyrtec and motrin. In 2003, the patient started using poligrip (dental). The same year, the patient experienced coughing, a fever and was diagnosed with pneumonia. The patient was treated with clarithromycin (biaxin), inhalers (unspecified) and the pneumonia resolved. She did not require hospitalization and she continued to use poligrip. Additionally, in 2004, the patient has experienced a burning oral sensation, mouth redness and blistering of her mouth, which are all unresolved. This case was assessed as medically serious by gsk. Treatment with poligrip was discontinued the same year.

Manufacturer narrative:
Manufacturer's comment: the manufacturer's report number for this case is 9681138-2004-00031. Super poligrip extra care with poliseal is manufactured by another country MFR, and neither the lot number nor the product are available for testing. No corrective actions have been required based on this report.